Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was duplicated during evaluation by troubleshooting the device. Downstream occlusion messages were verified through a review of the event history log and found to be caused by an out of specification downstream tube guide and downstream sensor calibration reading. The downstream tube guide was replaced and downstream sensor was recalibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant downstream occlusion alarm as soon as run was started. There was no known patient injury or medical intervention associated with this event. No additional information is available.